Manufacturer narrative:
The tandem t:slim pump user guide indicates that novolog insulin was tested and found to be safe for use in the t:slim pump for up to 72 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer changed the cartridge, infusion set tubing and site. The customer's blood glucose level was not impacted. Reportedly, the customer was using novolog insulin in the cartridge for 4-5 days.